Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead have noted higher shock impedance measurements since implant. Recently, the shock impedance measurements increased to being out of range. It was indicated this patient will continue to be followed appropriately. No adverse patient effects were reported.